Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported rupture and double capsule for the right side device. Device has been explanted and replaced with non-allergan.

Event description:
Healthcare professional reported rupture and double capsule for the right side device. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Double capsule: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported rupture and double capsule for the right side device. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Additional, changed, and/or corrected data. Photo analysis: visual analysis of the photographs identified: double capsule: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.